Event description:
It was reported that the leads had dislodged, resulting in pain and undesired muscle stimulation. The leads remain in service. The patient was referred to her physician. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).